Manufacturer narrative:
No device analysis results are available because the device remains implanted. The following reported issue cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveforms. Data from the sensor should not be used at this time and it is recommended that the site investigate the cause of the decreased blood flow over the sensor.